Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer's blood glucose level was not provided at the time of the incident. Troubleshooting was provided. The alarm was unable to be cleared. The insulin pump will not be returned for analysis.